Event description:
This is the second of two reports on the same pt involving two lots numbers. Refer to medwatch 2640128-2011-00029 for a description of the first part. Note from eye care practitioner (ecp) stated the pt experienced eye infections resulting from avaira toric (enfilcon a) contact lenses. Pt has since been fit with biofinity toric (comfilcon a) contact lenses. Attempts by coopervision to receive additional info regarding this incident have been unsuccessful to date.

Manufacturer narrative:
This is the second of two reports on the same pt involving two lots numbers. Refer to medwatch 2640128-2011-00029 for a description of the first part. Event was reported by a note from the eye care practitioner. Two lot numbers of product were involved. It is unk whether one eye or both eyes are involved in the incident or which lot of product was worn in which eye. Method: an unopened lens from the same lot as the actual lens was evaluated. The device was examined for visual defects and measured for parameters. Result: there is not sufficient info provided to draw a conclusion as to whether or not the device could have caused or contributed to the pt's complaint. Conclusions: no failure was detected and the product was within specification. No conclusion can be drawn.